Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. Constant motor error alarms noted during rewind due to out of phase motor encoder signal. The insulin pump was unable to perform displacement test due to motor error alarms.

Event description:
It was reported that the customer received a motor error alarm from his insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The insulin pump was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)